Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, 'door latch that did not recognize an open position.' Occurred. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be an upper and lower latch switch failure . The upper and lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump door latch that did not recognize an open position during an unspecified process step. There was no patient involvement. No additional information is available.